Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, a9e41g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure that on the forth or fifth firing of the stapler that the stapler would not open up. The previous firings were fine. It was reported that the buttons were "wonky". Procedure was completed successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 7/15/2024. D4: batch # 654c59. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and one gst60g reload was present. In addition, a battery was received. The reload was received unfired. The manual override feature had been used and was reset to test the functionality of the device. The device was tested for functionality in the straight position with a returned reload. However, the device cannot be fired. After further analysis, the articulation mechanism was not working properly since only completed full articulation to the left side. The device was disassembled to verify the internal components and the articulation laminates were found damaged. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. It is possible that an external force was applied to the jaws creating a torque that manually articulated the device and damaged the articulation mechanism. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 654c59, and no non-conformances were identified.